Event description:
It was initially reported that the site was having issues with the programming system as they were unable to communicate with various patients. Troubleshooting was performed, which did not resolve the issue. It was also stated that the screen would freeze upon successful interrogation, which would be resolved with a soft reset of the device, as this was a known issue. The handheld computer and flashcard with serial and power adaptor cables were returned, which did not confirm the communication issue. The software freezing was confirmed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No other issues were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications.